Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
The getinge service territory manager (stm) evaluated the unit, and replaced the batteries. The stm completed pm with full calibration, functional testing and safety check per factory specifications. The unit passed all functional safety checks, and the unit was then returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) short battery run time. There was no patient involvement.